Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that, the patient faced issue of leakage with 2 infusion sets on (B)(6) 2024, after being in use for a few hours. The leakage was located at the end of cannula, which was resolved by replacing infusion set and resuming insulin. No further information available